Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, suffered a diaphragmatic paralysis which did not require intervention. The patient¿s medical history is unknown. The patient underwent a procedure on (B)(6) 2014. This procedure was completed with no complications. Twenty-six rf applications were performed (23, 27 min) in the left atrium (la) with the force range of 3-34g during ablation. Settings during the event include: power-control mode/ temperature cut-off 40c / st. Jude medical sl1 8,5f sheath was used. The physician did not experience any difficulty in manipulating the catheter. The physician did not notice any abnormal signals. The act was maintained between 300-350¿s. On (B)(6) 2014, the patient was readmitted to the hospital with difficulty breathing and breathlessness. The patient was diagnosed with hemiparesis of phrenic nerve. The event was not life threatening. The patient did not require hospitalization nor intervention. The patient was reported to be in stable condition at the time the complaint was reported. The patient had a good prognosis. Physiotherapy is required. The physician¿s opinion regarding the cause of this adverse event is that it was procedure related. The physician did not consider that the event¿s causality was due to any malfunction of bwi product.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The reported lot number was reported as 16096456m. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).